Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.184" x 0.678" was found to be broken off. The broken piece was returned. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the grasper was hanging off the tip of the force bipolar instrument. There was no report of patient involvement.